Event description:
Description of incident: malfunction during the removal of the kiwi suction cup from the newborn's occiput. The removal button on the handle was stuck. It was impossible to unblock it and create the necessary suction to remove the cup. It was necessary to disassemble it, removing the spring from the handle. This caused a delay in removal, resulting in a significant cephalic bump that could have caused a subcutaneous hematoma. The baby's occiput was purplish (significant occipital hump + small hematoma). Current patient condition: significant occipital hump that may have caused a subcutaneous hematoma. The baby's occiput was purplish (significant occipital hump + small hematoma).

Manufacturer narrative:
If any additional information is received from the reporter, a supplemental report may be submitted. Complaints will continue to be monitored for trends.